Event description:
It was reported that during a ptca/stent procedure, initially, difficulty was experienced removing the protective packaging sheath, therefore it was pulled through the guide wire exit notch. The physician then inspected the device and thought it looked fine for use. The balloon ruptured upon inflation. While attempting to remove the delivery system, contrary to the IFU. Upon removal it was noted that the stent was missing. Additionally, staining in the left main was noted at this time. An attempt was made to place another company's stent, however it would not exit the guiding catheter. A dilatation catheter was eventually placed in the lesion. The pt was stabilized, an iabp was inserted and the pt was sent to surgery.